Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from not being impacted to being over 600 mg/dl with a high level of ketones. Insulin injections were used to address the bg level and the ketones were eliminated. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.